Event description:
It was reported to philips that the system gave an alert indicating the host computer was not able to communicate with the flexvision computer which can impact a full system boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system generated a remote alert "rmt - flv: host pc is not able to communicate with the flexvision pc within 105 seconds". Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found issue with network cables. To resolve the issue, the fse reseated the network cables in the tz switch. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.